Event description:
See intial report.

Manufacturer narrative:
Livanova recommends replacing the ¿external tubing¿ once a year, however it was reported that the tubing set exceeded a year of usage and it was not livanova¿s product. Complaints database review was performed and revealed that no further issues have been notified to livanova since device installation in 2014. Based on the above facts, the root cause of the reported issue has been traced back to improper maintenance of the equipment not in compliance with device IFU. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Manufacturer narrative:
Through follow-up communication it was learned that hospital biomedical engineer replaced the involved plastic tubing by themselves, noting that it has exceed the years of usage. Also, the blanket was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in china. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming of a 3t heater cooler, leakage found at the line connectiong from 3thc to the blanket, leading to the low level of water tank and the machine stopped running. There is no report of any patient injury.